Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report inaccurate readings with the replacement meter. Getting very erratic readings. Analysis run on clarks error grid using mean avg. Reading (50) as ref. Point vs. Bd readings (27, 72) yielded data points in the d range of the grid, outside or acceptable limits.